Event description:
No pt contact took place. The nurse reported the following: the needle in the plastic paper package was removed from a lab supply container. The package was opened, the needle attached to a syringe, saline flush drawn up, and flush injected into an ampicillin vial. While shaking the vial a discolored liquid appeared. At that time the nurse removed the needle and syringe and noticed a brown liquid in the hub. The nurse threw everything away except the needle, which was left out on a work area by scrub brushes. The nurse presented the needle to the dir the next morning approximately eight hrs later. Bd the MFR was notified and at their request the needle was returned to the co.